Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, the instrument channel tube was found scratched with resistance. The bending cover had crystallized, and the number one switch had scratching present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis lucera gastrointestinal videoscope's adhesive was found stuck in the scope during preparation for a gastroscopic procedure. According to the initial reporter, the intended procedure was completed using another device with no delays or harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed from the investigative results. It is recommended that the user facility request repair from the manufacturer when an abnormality, such as leakage or damage, is found from the device. Moreover, it is recommended that the user pay attention for the following warnings and cautions in case of tissue glue use. If tissue glue was injected using olympus endo therapy accessory, a disposal injection needle is presumed. The instructions for use (IFU) of the needle provides cautions for withdrawal as below: "withdrawing the instrument from the endoscope: warning - do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Caution: do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope¿ furthermore, the IFU of the device states as below: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿ olympus will continue to monitor field performance for this device.